Event description:
As reported, the patient was found to be still bleeding from the puncture site after the use of a 7f f exoseal vascular closure device (vcd) manual compression was used to complete the procedure. There was no reported patient injury. The device was used in a carotid artery stenosis procedure. The surgeon had many years of experience using the exoseal. A retrograde puncture was made through the right femoral artery; an unknown short cordis sheath was used. The device was inserted into the sheath at a 45-degree angle, and a slowing of pulsatile blood flow was observed during the retraction process; the retraction was continued for 1 cm, and the indicator window changed from black and white to black and black. The plug deployment button was pressed for a few seconds and then the device was withdrawn. Additional information was requested but not provided. The device is being returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) fell out of the exoseal vcd shaft upon removal from the patient. The patient was found to be still bleeding from the puncture site, and manual compression was used to complete the procedure. There was no reported patient injury. The surgeon had many years of experience using the exoseal. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a carotid artery stenosis procedure. A retrograde puncture was made through the right femoral artery, an unknown short cordis avanti sheath was used. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The device was inserted into the sheath at a 45-degree angle, and a slowing of pulsatile blood flow was observed during the retraction process; the retraction was continued for 1 cm, and the indicator window changed from black and white to black and black. The plug deployment button was pressed for a few seconds and then the device was withdrawn. There was no difficulty deploying the plug. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There was pulsatile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. Other procedural details were requested but were not provided. The device is being returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) fell out of the exoseal vcd shaft upon removal from the patient. The patient was found to be still bleeding from the puncture site, and manual compression was used to complete the procedure. There was no reported patient injury. The surgeon had many years of experience using the exoseal. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a carotid artery stenosis procedure. A retrograde puncture was made through the right femoral artery, an unknown short cordis avanti sheath was used. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The device was inserted into the sheath at a 45-degree angle, and a slowing of pulsatile blood flow was observed during the retraction process; the retraction was continued for 1 cm, and the indicator window changed from black and white to black and black. The plug deployment button was pressed for a few seconds and then the device was withdrawn. There was no difficulty deploying the plug. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There was pulsatile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. A non-cordis sheath was returned for this evaluation, not inserted on the unit, which was observed to be a 6f size. This size is not adequate for use with the 7f unit, as it would result in high resistance and friction conditions if an attempt to insert it was made. The indicator window was received in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 8.5 cm from the distal tip. Per functional analysis, the functional deployment simulation evaluation could not be performed. After the guard was locked, no indicator wire deployment occurred as expected. Additionally, the indicator window changed to the black/white/red position. Per microscopic analysis, a high magnification evaluation was executed to assess the internal mechanism of the device. During this evaluation, it was observed that the deployment lever mechanism was partially advanced, even though the guard was not locked when the unit was received. Additionally, the delivery shaft distal tip was examined under magnification, where compression of the distal portion was noted. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area where the kink was observed to verify the outer diameter. The results of the dimensional analysis were found to be within specification parameters. Additionally, another dimensional analysis was conducted on a portion of the delivery shaft near the affected area where compression was observed. The results were again within specification. Given that the functional testing revealed unexpected outcomes not aligning with intended performance, and considering the observed abnormal assembly condition, a product engineering team (pet) review was deemed necessary. Per the pet exoseal team review of the pre-established process for the manufacturing of this product family, it was noted that a 100% functional evaluation of the units is performed, where the adequate alignment of the unit¿s window is verified by locking the guard prior to proceeding with the adhesion of the indicator window in the black/white position. To perform this evaluation, an adequate assembly of the deployment lever is required. If the deployment lever is advanced or partially advanced at any level, it will jam the deployment wire mechanism and the indicator window movement, preventing the operator from continuing with the evaluation or proceeding with the final steps of the unit manufacturing. When the complaint unit was received for analysis, it was observed that the window was in the black/white position, which could not be possible if any of the conditions previously mentioned were present during the manufacturing process. The reported event of ¿plug-inaccurate placement¿ was not observed through analysis of the returned device since it was received not deployed without any button depression. However, a condition was noted with the returned device of ¿indicator wire-deployment difficulty-unable¿ since the indicator wire did not deploy during functional analysis. The exact cause of the issue experienced and observed could not be determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inaccurate placement of the plug, especially since the device was received in an undeployed condition, which does not match the event description provided. Per the event description, the plug fell out of the exoseal vcd shaft upon removal from the patient after fully depressing the deployment lever; however, the device was received with the plug present in its manufactured position within the delivery shaft with the deployment lever not depressed and the cowling/guard not locked. If the complaint device was not received for analysis, it is possible that procedural/handling factors may have contributed to issue experienced if the deployment lever was fully depressed within the patient as stated in the event description. However, based on the analysis of the device received, it is unknown what may have occurred with the device during use by the customer. Additionally, the noted issue of the indicator wire not deploying during functional analysis was likely due to the damages and received condition of the device. Procedural/handling factors and inappropriate device selection likely contributed to the conditions noted, such as using excessive force when trying to insert the 7f device into the 6f sheath received for analysis, which can result in the partial advancement of the deployment lever mechanism within the handle and the damaged conditions of the delivery shaft, subsequently resulting in the indicator wire deployment issue. Additionally, according to the pet review conclusion, the received condition could not have occurred during the manufacturing process of the device. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ the IFU also instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ additionally, it was noted that an 6f sheath was returned with the 7f exoseal vcd for product analysis. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggest that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.